Manufacturer narrative:
Additional information was received. It was confirmed that the infection happened after the balloon kyphoplasty procedure. The patient is now better, however "back to pain the patient had prior to the procedure". Patient was in the hospital on an IV antibiotic for three weeks and is now home.

Manufacturer narrative:
Method - follow-up with company representative.

Event description:
It was reported that the patient underwent a balloon kyphoplasty procedure (using activos bone cement) on (B)(6) 2010. The physician confirmed: at this time, the patient has an infection within the disc on either side of the vertebral body treated during the kyphoplasty procedure. Patient has been put on antibiotics. No additional information was reported.